Event description:
There was a report of a tandem mobi cartridge alarm during the cartridge load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in using the correct method to load a new cartridge successfully, allowing the customer to resume insulin therapy, thereby resolving the issue.